Event description:
It was reported that patient has a right knee. Patient complains of extreme pain and inability to walk any type of distance. Patient is also complaining of a metal taste in her mouth and pain shooting up through her thigh.

Manufacturer narrative:
Device evaluation was not performed as no devices were received. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. A search of the complaint databases indicates similar events have occurred for the us shapematch cutting guides. Voluntary recall ra 2012-171 was initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. As a result of an internal nonconformance the following root causes were identified: inadequate design controls ; inadequate user training ; insufficient quality control measures. Not returned to the manufacturer.